Event description:
It was reported the patient received the following results within 15 minutes: 356 mg/dl, 184 mg/dl, 88 mg/dl, 99 mg/dl and 93 mg/dl.

Manufacturer narrative:
H3 other text : product is not expected to be returned.